Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344979, medical device expiration date: 2021-04-30, device manufacture date: 2019-12-10. Medical device lot #: 9315424, medical device expiration date: 2021-03-31 and 2021-04-30, device manufacture date: 2019-11-11 and 2019-12-10. Medical device lot #: 0100270, medical device expiration date: 2021-08-31, device manufacture date: 2020-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood and foreign matter in tube biological and non-biological. The foreign matter event occurred 3 times. The underfill event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube,it was found that there was foreign matter in the tube and has low draw issue."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. Investigation summary: bd received 4 samples related to the three lots from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed and underfill was not observed. Additionally 10 samples from the 3 lots were selected and draw tested and the indicated failure code for underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced under-fill or low draw of a tube with blood and foreign matter in tube biological and non-biological. The foreign matter event occurred 3 times. The underfill event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: ":when using the tube,it was found that there was foreign matter in the tube and has low draw issue.".